Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while recapturing the valve, the capsule of the delivery catheter system (dcs) infolded on itself. It was reported that the recapture was performed because during the final deployment phase, excessive forward push was made on the dcs, causing the valve to dislodge out of the annulus. One recapture was performed. The dcs was replaced. Of note, the patient had severely angulated bicuspid anatomy. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with a severe capsule infold. The device was returned with the end cap/screw gear snap fit connected. Light delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There were two severe kinks to the stability shaft. The infold could be removed from the capsule tip by retracting the device slightly, however the capsule could not be fully retracted as the valve was severely deformed and would have perforated the capsule. The reported event for dislodgement could not be confirmed in the analysis. The reported event for capsule infold could be confirmed in the analysis as it was present on return of the device. Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis and the capsule was observed to have been folded in on itself, confirming the reported event. The capsule can become damaged when a recapture is attempted when the valve is not coaxial with the dcs at the moment of recapture. In this case, it was noted that the patient had severely angulated bicuspid anatomy. This indicates that the probable cause of the capsule infold was patient anatomy. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Two kinks were also noted on the dcs shaft. It was noted that excessive forward push was made on the dcs. The device instructions for use (IFU) instructs "do not force passage". Persistent force on the catheter can cause damage to the catheter. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was noted that excessive forward push was made on the dcs, causing the valve to dislodge out of the annulus. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.